Event description:
Abbott has been notified of a patient death. The customer reported a delay in reporting abnormal sodium results on a (B)(6) year-old female generated on an alinity c processing module. Upon informing the general practitioner (gp) of the results, the customer was informed the patient had passed away. Urea and electrolytes (sodium, potassium, urea, and creatinine) were requested for sid (B)(6). The sample was collected on (B)(6) 2022 at 14:45, received in the lab on (B)(6) 2022 at 18:00. The sample was run on alinity c processing module (ac02143) on (B)(6) 2022 at 06:32, and results were generated on (B)(6) 2022 at approximately 07:00. The initial results are as follows: (B)(6). The customer has an automatic rerun policy for sodium results >155 mmol/l to be repeated; however, the customer requested a rerun of the sodium result as they thought it may have been incorrect. The customer did not request for any other analytes to be rerun. The customer reports all results together, so at this point no results had been reported out. On (B)(6) 2022, the sodium was repeated on a different alinity c processing module (ac02146). At 10:11, ec8072 error, unable to process test, was generated. At 10:27, ec8073 error, unable to process test, was generated. On (B)(6) 2022 at 10:19, a repeat sodium result of 152.3 mmol/l was generated on another alinity c processing module (ac01987). Chloride was also run at 13:35 generating a result = 111.7 mmol/l. The customer then called the gp, as the patient was not in the hospital, and informed them of the high sodium result as well as provided the potassium, urea, and creatinine results. At that point, the customer was informed the patient had passed away.

Manufacturer narrative:
The preliminary investigation from abbott found there is no evidence of a hardware issue on the alinity c processing module, but it looks like the sample was never presented from the track (a3600) to the alinity system and therefore never processed. The track notified the customer of previous spes (sample presentation errors) ec8118 and the customer did not act on them leading to this scenario. It also seems the alinity backed that up with the ec8072. The sample ID (B)(6) was first introduced to acp394 on (B)(6) at 06:01, it sampled first time at 06:55 and was sent to storage at 6:59. At 09:51, the samples was recalled from storage for a rerun. Due gate/hardware issue the full carrier 622893 containing sid(B)(6) failed to divert properly into node 14 at 10:10. Based on search of the carrier ID, the carrier (B)(6) receives a cancelled message as well as sc00f carrier routing error at 10:10 from node 14. The system made a second attempt to admit the sample into node 14 (10:16) and the module did successfully divert the carrier, however it was released from the spur without processing due to carrier error 8006 ¿carrier not in list¿. The sample was order to the priority output area of iom by the dream software at 10:27. The tube lapped the system several times and arrived in priority output iom node 1 lane 10 at 11:06, which is the last the sample ID was seen on the a3600 system. Based on the preliminary investigation, the a3600 io mod is identified as potentially contributing to the event. The manufacturer, inpeco s.a., has been informed of the incident. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant medical products: a3600 io mod pri, 06p33-01, acp394, manufacturer: (B)(4).

Manufacturer narrative:
The complaint investigation included a review of data and information within the complaint, review of labeling, review of instrument service history, cross functional team (cft) review, ticket trending review, review of tracking and trending, review of instrument logs, and review of the a3600 complaint and inpeco investigation. No return analysis is performed as the alinity c system (ac02146) remains in use at the customer site. Review of the instrument service history for ac02146 did not identify any additional contributing factors on or around the date of the incident, nor subsequent tickets were documented for delays in processing patient samples. Additionally, no nonconformances were identified over a 12 month period for the alinity c processing module (03r67-01) related to the complaint issue. Labeling was reviewed, the alinity ci-series operations manual provides adequate information regarding the message code description, probable cause and corrective action to troubleshoot and recover from the message codes generated at the time of the incident. A review of tracking and trending data in the product monitoring review for alinity c/clinical chemistry products did not identify any trends for the analyzer or complaints related to delays in generating results. The alinity c instrument logs were reviewed and confirmed message codes 8072 (unable to process. The las released the las sid before the test completed) and 8073 (unable to process. The las released the las sid before the test completed.) Were generated on aco2146 for sid 1202143. These las error codes are the direct result of the sample not being presented from the a3600 to the alinity c system and are referenced as sample presentation errors (spe) in the complaint. These error codes align with the issues related to the customer¿s a3600 at the time of the adverse event. A review of the a3600 complaint and the investigation completed by the a3600 manufacturer inpeco, confirmed the sample was never presented to the alinity c ac02146 for a rerun of the sodium result on february 11. Multiple errors were generated and displayed on both the a3600 as well as the alinity c. These errors were visible to the operator but were not acted upon at the time of the incident. Service was performed to address the spe. No additional spe errors were reported. The cft reviewed the complaint information and determined the adverse event associated with this complaint (delayed reporting of an abnormal sodium result) was related to use error. The adverse event was not caused by a malfunction of the alinity c processing module ac02146. The sample (sid: (B)(4) was never presented to ac02146 for sodium retest which resulted in spe. These errors were generated as a direct result of issues associated with the customer¿s a3600 (track system). Additionally, these errors were visible to the operator on both the alinity c and a3600 systems but were not acted upon at the time of the incident. Inpeco¿s investigation concluded that as soon as the test results were received by dms (automation system data management software), dms communicated them to the upper middleware, which kept the results on hold and did not transmit them to the lis. The delay in the first rerun of sodium was notified to the user through specific warnings as expected by the accelerator a3600 design. The accelerator a3600 automation system sw interface allows the user to check the test execution status and sample tube location at any time. The sample tube was unloaded form the a3600 on 11-feb-2022 at 11:27am before the first rerun could be completed on the a3600 and then it was manually managed by the laboratory operators. Therefore, the accelerator a3600 automation system is not suspected to be a contributory cause of the patient death. Based on the investigation, the alinity c system (ac02146), a3600 automation system modules and dms were performing as intended and no systemic issue or deficiency was identified. Updated medical device problem code in section h6.